Event description:
Patient went in for a check up on his pace maker and dr informed him that the lead was not functioning and that the voltage needed to be turned down, however, by increasing the voltage it would decrease the battery life and also the lead was fractured. Doctor informed pt that he needed to have the lead replaced. Per pt research, there is a recall on leads wither model number but not the one he has implanted.